Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® multiple sample luer adapter, the device experienced the hub separating from the product. The following information was provided by the initial reporter. The customer stated: the customer's verbatim report is that the adapter was not attached to the holder properly.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® multiple sample luer adapter, the device experienced the hub separating from the product. The following information was provided by the initial reporter. The customer stated: the customer's verbatim report is that the adapter was not attached to the holder properly.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 18-feb-2022. H.6. Investigation: bd received a sample and five (5) photos for investigation. The sample and photos were reviewed and the customer¿s indicated failure mode for inability to attach to holder was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode of inability to attach to the holder. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® multiple sample luer adapter, the device experienced the hub separating from the product. The following information was provided by the initial reporter. The customer stated: the customer's verbatim report is that the adapter was not attached to the holder properly.